Manufacturer narrative:
The device history record review shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported opening a pack and noticing that the infusion sleeve was a different color, the doctor proceeded to use the sleeve even though it was noticeably bigger in size than normal. There was no harm to the patient and the product sample was discarded after use. No further information is expected.